Event description:
Rptr noted posterior capsule tear occurred when system was inadvertently set on "I/a" max to evacuate viscoelastic. No anterior vitrectomy required; lens implanted in sulcus. Pt is reportedly recovering well.